Event description:
It was reported by the customer that the pyxis medstation es system had cubies not detected on the communication bus and this was recurred issue on the drawer. The customer stated that user not able to remove medication from that drawer for the patients and showed cubie map as blank. The manufacturer tried to reach out customer for further information about the malfunction, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user unable to pull medications due to drawer failure. The field service engineer replaced drawer controller board for 2.1 initially, but in storage space configuration drawer not allowed for configuration. So again, replaced t-board for drawer 2, reseated and reconfigured drawer to resolve. The complaint file to be kept open for monitoring, if there are additional findings, a supplemental report will be submitted. The system functioned as intended.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 09-oct-2022 to 08-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user unable to pull medications due to drawer failure. The field service engineer replaced drawer controller board, t-board for drawer 2, reseated and reconfigured drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The following fields have been updated with additional/corrected information: d5 operator of device. E3 initial reporter occupation. H6 - investigation codes.

Event description:
It was reported that the pyxis medstation es system had cubies not detected on the communication bus and this was a recurring issue on the drawer. The customer stated that user not able to remove medication from that drawer for the patients and showed cubie map as blank. The manufacturer tried to reach out customer for further information about the malfunction, but no other information was released. There was no report of impact on the patient or user during this event.